Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). After pre-dilatation, a 24x4.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. After several attempts, it was noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.